Event description:
The manufacturer received information alleging a ventilator had black residue on its outlet port and in the device side of the bacteria filter. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet air path foam was observed to be loose and was replaced to address the issue.